Event description:
It is reported that a customer had issues with their insulin pump. The customer's blood glucose ranged from 25 mg/dl to 438 mg/dl in different occasions. The customer feels physically sick and does not trust the pump treatment. The customer also has complained about having a tough time seeing the screen display on the insulin pump. The patient stated that the pump gave her 10 units when she would never give her self any more than 4 units of insulin. The patient was advised to switch to an updated soft wear to help with the issue, but the customer got frustrated and hung up the phone.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube. No data was available because the insulin pump was received without a battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.